Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, correction of asymmetry, change shape/size/style.

Event description:
Healthcare professional reported via nbir left side suspected/actual rupture/deflation, correction of asymmetry, and change shape/size/style. The device has been explanted and replaced with non-allergan device.